Event description:
The clinician reports that he went to change the steri-cath after 48 hours use. While disconnecting the suction tubing from the catheter, the clinician alleges that the catheter broke and he cut his finger on the device.